Event description:
This is a recurring issue with this model, not just this one device. The humidifier heater in the front, behind the water container gets very hot and weakens the area close to it.we then have to replace the chassis and sometimes the heater as well. This is a costly and time consuming repair. We sometimes replace the chassis in two years. Many times the chassis is not available and on back order, which increases the down time. Also the price of the chassis and heater have increased steadily.what was the original intended procedure?humidifing the water for the infant.device #1is this a laboratory device or laboratory test?no.